Event description:
It was reported the patient developed a cerebrospinal fluid (csf) leak during a drg permanent lead procedure (date unknown). A blood patch was administered and the lead was not placed. The patient was asymptomatic following the procedure and no further interventions are planned.